Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet bionic pancreas had a crack in the bottom left corner that interfered with pump functionality, and the charging pad was not functioning, leading to shipment of a replacement ilet and charger. Symptoms included no reported adverse clinical effects. Outcomes included no reported medical intervention or hospitalization. Investigation included collection of user report and arrangement for device return with data sync instructions. Investigation of this case revealed a suspected enclosure damage affecting device operation and a malfunctioning charging accessory, consistent with hardware damage and accessory failure. It was concluded, based on previously established findings for similar reports, that the cause was physical damage to the pump housing with concurrent charger malfunction.